Event description:
It was reported that the 9400 system is having dark images on large patients after pm was performed. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. System was checked. Adjusted the kv tracking. The system was found to be working as intended and placed back into service.